Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient stay safe connector during fill 1 of 5 of their pd treatment. The patient reported receiving an air detected in cassette and a draining slowly alarm during drain 0 of 4 of treatment several times due to possible constipation. Fluid was not discovered in the pump module area or on the external of the cassette. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn) regarding the possible constipation. Upon follow up, the pdrn confirmed the reported event and that the fluid leak was found at the connection between the cycler set patient line and pd catheter. The stay safe organizer was not involved in the fluid leak. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn recommended that the patient re-setup with new supplies; however, the patient skipped the remainder of treatment in the absence of the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, recommended to the patient to retain the used product if instructed to do so in the future.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient stay safe connector during fill 1 of 5 of their pd treatment. The patient reported receiving an air detected in cassette and a draining slowly alarm during drain 0 of 4 of treatment several times due to possible constipation. Fluid was not discovered in the pump module area or on the external of the cassette. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn) regarding the possible constipation. Upon follow up, the pdrn confirmed the reported event and that the fluid leak was found at the connection between the cycler set patient line and pd catheter. The stay safe organizer was not involved in the fluid leak. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn recommended that the patient re-setup with new supplies; however, the patient skipped the remainder of treatment in the absence of the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, recommended to the patient to retain the used product if instructed to do so in the future.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.